Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump stopped delivering insulin. The customer stated that plastic around the reservoir was chipped. The customer ran through all kinds of tests and tried new infusion sets and new insulin but issue was unresolved. The customer reported that insulin pump worked normally for a few months and then the problem returned out of nowhere, stopped, returned again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.